Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
A reported incident involving a 40" (102 cm) appx 5.3 ml admin set w/2 chemoloc, 20 drop in-line drip chamber, bag hanger, drop-in chemoloc port connectors with possible lot numbers 14845391 and 14888382 exhibited a fault resulting in a hazardous spill during use. There were no reported patient involvement and harm.